Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that for some time (unsure of date), he had been getting high readings on the subject meter. He reported that over one day (date not known), he obtained alleged inaccurately high blood glucose results of ¿447, 508, 245, 246, 205, 323, 258 and 381 mg/dl¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin, which he self-adjusts. He reported that after obtaining the alleged inaccurate high results, he increased his insulin dose to ¿15-20 units¿. He reported that about 30 minutes later, he developed symptoms of ¿dizzy, shaking, light-headed, sweating and hand shaking¿. He denied receiving any treatment for his symptoms above and beyond the usual routine of diabetes care and management. During troubleshooting, the patient confirmed that his meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizzy, shaking, light-headed, sweating and hand shaking, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering increased insulin.